Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 02/12/16. Visual inspection of the returned platform was performed and no physical damage was noted upon receipt. A review of the archive was performed and multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) were noted on date of the event (B)(6) 2016, also system error 139 (unable to hold compression) was noted during run_in test. The device passed functional tests without any fault or error reported. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is the load imbalance between left and right sides of the load plate. In this incident it is possible that the patient was not placed on device correctly or patient was possibly moving on the board during compression. Load cell characterization testing was also performed, and confirmed that both load cell modules are functioning within the specification. A brake gap inspection was performed and verified that the brake gap was out of the specification. The drive train motor was replaced in order to perform further testing. The functional test was performed using the 95% patient test fixture (lrtf) for several hours, and did not duplicate any of the user advisory or fault. It should be noted that autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compression, it is not likely to cause or contribute to a patient death or serious injury.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Evaluation not completed.

Event description:
It was reported that the autopulse platform (B)(4) was used on a (B)(6) year old male patient who experienced cardiopulmonary arrest. The autopulse performed compressions for 20 minutes when the patient achieved rosc (return of spontaneous circulation). The use of the autopulse was discontinued. However, the patient went into cardiopulmonary arrest again and the emt crew attempted to restart the autopulse. They were unable to get the autopulse to start compressions the second time, an error message (unknown) displayed. They powered the device off and on 4-5 times with no success. The crew reverted to manual CPR. The patient expired. The physician stated that he believed that there was no relationship between the device failing to perform compressions and the patient's death.